Event description:
It was reported that device contamination occured. A wallstent uni was selected for use for a venous compression case. After opening the package, the inner lining ripped down the middle and contaminated the device sterility. This occurred during preparation, while outside of the patient. There were no patient complications reported.